Manufacturer narrative:
The manufacturing representative went to the site to preform system check out. It was reported that the system was unplugged from the wall and was not charging. After the system was charged a system checkout was performed, and the system was operational and there were no parts replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used outside of a procedure. It was reported that the site's imaging system's image acquisition system (ias) will not power on. No patient present.